Manufacturer narrative:
(B)(4).

Event description:
It was reported that lv lead dislodgement was observed. Patient was asymptomatic. The lead was explanted and replaced successfully. The explanted lead was observed visually or through psa testing and there were no anomalies. The patient was doing well and will be monitored with routine follow up.